Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a regulatory authority (case number FDA-2014-n-0736-1800) in united states on 24-oct-2015 identified during monitoring of postings on an FDA hosted docket website for essure, which has been established in preparation of a public FDA advisory committee meeting which took place in sep-2015. It refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) placed in 2006 by the recommendation of her gynecologist because of the short recovery time and stating it is 99 percent effectiveness. After a few years, she started to notice she would get her period every 3 weeks, heavier bleeding, severe cramping, memory loss, severe back pain on her right side, and hair loss. She deal with this for several years thinking she was starting menopause early. She went to several different gynecologists and all suggested she gets on a birth control pill, muscle relaxers, or take pain medicine to help. In (B)(6) 2015 she started to have such severe pain. She went to the emergency room where they did an x-ray and only noticed a cyst on her ovary and a cyst on her kidney. Since the coils could be seen in the x-ray none of the doctors thought that was the problem. Months later her pain continued to get worse and her co-worker suggested she goes see a friend of his who is familiar with essure problems. After a thorough examination he recommended for her to have a partial hysterectomy so that the essure coils could be removed. On (B)(6) 2015 at the age of (B)(6), she had a partial hysterectomy completed where her doctor found that the essure coils had ripped through her fallopian tubes and stated this was the worse case he had ever seen and could not believe she went through months if not years like this. Months after having the procedure she had no pain, no hair loss, and feel like she is starting to get her life back. Follow up received on 17-nov-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and quality deficit is excluded. Company causality comment this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted in 2006 and after few years, she experienced some non-serious events such as change in menstrual pattern and abdominal pain due to ovary and kidney cysts. In (B)(6) 2015, she started to have severe pain (interpreted as pelvic pain) and partial hysterectomy was performed on (B)(6) 2015. Essure coils had ripped through her tubes (interpreted as fallopian tube perforation). Perforation and pelvic pain are serious events due to medical importance and listed for essure. Given the nature of events and compatible temporal relationship, causality cannot be excluded. Since an intervention was performed, this case is regarded as incident. Based on available information no product quality defect was confirmed and a relationship between the reported medical events and quality deficit is excluded. No active follow-up will be pursued, since this case was identified during health authority website monitoring.